Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd as lvp 20d 2ss cv content did not flow through tubing. The following information was provided by the initial reporter: (B)(6) 2024- ICU patient with noted issue with secondary set administration infusion. Medication in secondary set was noted to be still full. The setup was double checked for set up by two rn¿s with hanger fully extended on primary infusion bag, roller clamp unclamped, and secondary set tubing not kinked. Due to noted previous issues the staff changed the antibiotic to a primary infusion to ensure delivery of the medication. Equipment/supplies involved- bd pump infusion set back check valve ref 2420-0007.bd secondary set (vented/nonvented) m53500-15. Alaris brain and channels not evaluated as this was felt to be a secondary or primary set tubing issue.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of primary/secondary flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.